Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-00441. The patient's spouse reported the patient developed an infection in the ipg pocket which moved to the lead site. Reportedly, the patient was admitted to the hospital and placed in ICU due to the issue. Surgical intervention may be undertaken as the next course of action.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-00441. Follow-up identified the patient became septic due to the issue and inability to heal. In turn, the patient passed away on (B)(6) 2017.